Event description:
It was reported that during an implant attempt, the right ventricular lead had positioning/fixation difficulties. The lead was not used, rather it was exchanged for an active fixation lead which was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. The outer insulation had a cosmetic cut and there was apparent explant damage.